Event description:
Customer states: during pre-test prior to use on a pt, a doctor at the hospital confirmed the evacuation failure of trach cuff. Customer reported no pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this record is expected to be returned for analysis.